Event description:
It was reported that there were high/unstable thresholds, loss of capture and loss of sensing observed in the atrial lead. It was further reported that there were high/unstable thresholds, loss of capture and an insulation separation was noted via a fluoroscopy image in the right ventricular lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr401 implantable pulse generator (ipg) (B)(6) 1998; 5054-52 implantable pacing lead (B)(6) 1998. (B)(4).